Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 110, 68 mg/dl. Tests were done wihin 10 minutes with a difference of 37 mg/dl. Pt did not experience any adverse events. No further info has been reported.